Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to verify the weak battery alarm, battery out limit alarm, low battery alarm, and rewind anomaly due to the button keypad anomaly. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed weak battery. The insulin pump had a keypad issue. The insulin pump was not rewinding. He tried to refill the insulin pump and was unable to for a couple of days. The insulin pump was not moving forward. The insulin pump also alarmed battery out limit. Customer's blood glucose level was from 280 mg/dl to 350 mg/dl. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.